Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon, fs-qeb-a, erbe electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user indicated contrast was used to flush the wire guide port. A possible contributing factor to wire guide damage is if contrast is used to keep the wire guide wet instead of sterile water. Contrast could solidify after considerable passage of time subsequently resulting in wire guide damage. The user is advised with the following statement from the instructions for use: "flush injection port with sterile water. For best results, wire guide should be kept wet." If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all d.a.s.h. Pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that contrast was used flush the wire guide instead of sterile water, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h.® pre-loaded with acrobat wire guide. They did a sphincterotomy. They removed the sphincterotome and left the wire in place. They proceeded to put the extraction balloon on the wire. They felt resistance but kept on pushing the balloon over the wire. A portion of the coating then stripped off of the wire inside the patient (see related MDR 1037905-2019-00047). They stopped and pulled everything out [lost wire guide access]. The coating did not detach from the wire and came out with the wire. Nothing remained in the patient. They then used another wire to successfully complete the procedure. The customer said that the problem experienced, occurred three (3) other times over the holidays from unknown lots (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.